Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cw09cntr there was a suspected internal battery failure, as the cabinet powered down during brief power interruptions; pharmacy technicians were able to restart the cabinets, but the battery may require replacement. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.